Event description:
It was reported to boston scientific corporation that a gold probe hemostasis catheter was used during a cauterization procedure. According to the complainant, during preparation, the gold probe was connected to the generator and it would not generate a current. The procedure was completed with gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).